Event description:
Patient was revised due to a wound infection. It was reported in the complaint that the infection was believed to be caused by changing of the leg wrap after surgery. During the revision, the acetabular liner was replaced.